Manufacturer narrative:
Evaluation summary: the reported condition of stop button does not work was confirmed. The stop key was found to be intermittent and was duplicated while performing the evaluation. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer.

Event description:
In 2009 facility's biomedical engineer reported to baxter that on an unknown date one colleague cx volumetric infusion pump single channel in which stop button does not work. The event was reported to have occurred during biomed servicing, which caused the device to fail to power up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 5.09.00 categorized as unremediated.